Event description:
Patient was revised to address pain. Update: (B)(6) 2013 - litigation alleged the patient suffered pain, stiffness, discomfort, weakness, immobility and toxicity of metal in the body as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update: - medical records received (B)(6) 2013. Revision operative report indicates pain, increased metal levels, large polyp, fibrous debris in and around the head, mild corrosion around the neck, granulomatous tissue. Adapter sleeve and stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.